Event description:
Material #: 304134, batch#: unknown. It was reported that the bd syringe control 10ml ll bns luer was cracked / damaged / deformed. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Hello! We were notified of a complaint from a customer stating syringe broke. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #:(B)(4), defect description: syringe broke, medline part #: 23119, product description: syr cntrl 10ml l/l, vendor part #: 304134, lot #: unknown, date reported: 10/11/2024, sample received: no, response needed: summary of findings and corrective action. Additional information provided: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? 11-10-2024. 2. Can you please specify which part of the syringe is broken? The adaptor tip is breaking off of the syringe and the plunger is off center and comes out. 3. What is the total quantity of broken syringes? 1 ea.

Manufacturer narrative:
E.1. Address was not located and il was used. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.